Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced difficulty removing, detachment, and patent device interaction problem. This information was received from one source. The malfunction involved a (B)(6) year-old patient with no reported patient injury. The remaining patient information was not provided.